Manufacturer narrative:
Corrected data:   this report is to correct the initial vmsr.   Section b5 initially reported <noe> 24 </noe> events. Correcting the number of events from <noe> 24 </noe>  to <noe> 13 </noe> events. The remaining 11 events will be submitted as individual initial mdrs.   Based on the reported information, 13 events meet the criteria for a single malfunction code (1069). Haptic detached and haptic damaged are considered lens damaged and are coded as(1069). The iol is comprised of the optic and haptics which is a single device. The remaining 11 events contain other ancillary details in addition to the malfunction code (1069). Therefore, these 11 events will be submitted as initial individual mdrs. Refer to list below for the 11 affected serial numbers: (B)(6).all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events related to lens damaged. A review of events indicated that the iol model z9002 experienced lens damaged.

Manufacturer narrative:
Additional information: there are 4 investigations completed during this period. Breakdown of 4 investigations with respective serial numbers are as follows: (B)(6). Cosmetic issues (B)(6). Cosmetic issues, haptic damaged (B)(6). Cartridge tip cracked/damaged, haptic damaged, haptic detached, iol torn (B)(6). Haptic damaged, haptic detached, lens damaged the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: there are 6 investigations completed during this period. Breakdown of 6 investigations with respective serial numbers are as follows: (B)(6) lens cut, haptic detached, lens damaged; (B)(6) lens cut, lens damaged; (B)(6) cosmetic issues; (B)(6) no product returned; (B)(6) cosmetic issues, haptic damaged, lens damaged; (B)(6) cosmetic issues, haptic detached. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 24 events is as follows: cosmetic issues, device partially delivered: 1. Device partially delivered, haptic damaged: 4. Device partially delivered, haptic damaged, stuck in cartridge: 1. Device partially delivered, iol torn: 1. Device partially delivered, iol torn, plunger rod issue: 1. Haptic damaged: 9. Haptic damaged, stuck in cartridge: 1. Haptic detached :1. Lens damaged: 3. Lens damaged, stuck in cartridge: 2. (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. 16 investigation were completed, and 8 investigations are pending from this period. Breakdown of 17 completed investigations: (B)(4): lens cut, haptic damaged, haptic detached. (B)(4): iol torn. (B)(4): lens cut, haptic damaged, haptic detached. (B)(4): no product returned. (B)(4): cosmetic issues, haptic damaged, lens damaged. (B)(4): no product returned. (B)(4): no product returned. (B)(4): cosmetic issues, haptic detached. (B)(4): lens cut, haptic damaged. (B)(4): lens cut. (B)(4): haptic detached, iol torn. (B)(4): no product returned. (B)(4): no product returned. (B)(4): no product returned. (B)(4): haptic damaged, lens damaged. (B)(4): no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.